Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, the handle was in good physical condition without any visible defects. The handle lock was able to move freely into all positions, and lock into place. The needle was able to protrude into its fully advanced position. The distal needle tip was sharp and without any visible damage. There was some dried blood apparent near the distal needle tip. The distal hypo tube was present. The sheath adjuster screw was able to move positions and lock into place. The connecting slider was able to move back and forth and slide into place. Based on the needle being kinked, it was likely that the complaint could be confirmed. The observed failure is a known phenomenon likely resulting from forcing the device through resistance and/or angulation. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. Do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
A customer reported that during an examination before an endobronchial ultrasound, the punctures were unsuccessful in obtaining the sample for the lymph node biopsy. There was no patient injury or adverse event reported to olympus.